Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the complaint was determined to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the c-cover had a chip on the videoscope. There was no patient involvement.